Manufacturer narrative:
The 3-spike disposable set involved in the incident was discarded by the user facility and was therefore not available for investigation, nor were photographs available. Without the benefit of investigating the set, a root cause of the crack and reported leak cannot be established. The manufacturing batch records for this lot were reviewed and no related anomalies were identified. A crack in the tubing as described was likely caused by an external force. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates there have been no other complaints related to this lot number. No trend has been identified for this type of issue. No patient injury was reported. We will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont received a report from the user facility that there was fluid leakage from a 3-spike disposable set. A crack in the tubing was noted between the heating element and the patient line.